Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a right coronary artery (rca), which was 99% stenosed and heavily calcified. The oad was operated for 13- 14 treatment passes on low speed, with imaging performed throughout the procedure. After the last treatment pass, a perforation in the rca was identified via imaging. Balloon tamponade was performed, the patient was placed on extracorporeal membrane oxygenation and transferred for bypass surgery. The surgery was successful and the patient was reportedly fine following the procedure.